Manufacturer narrative:
The investigation for the reported kinked catheter has been completed. The device was not returned for evaluation. However, after reviewing the clinical information, it was determined that the cause of the delivery issue was patient condition related. The patient's vascular anatomy caused the catheter to kink. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the procedure was aborted due to a kink in the catheter. There was no patient harm reported.